Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code (1007 (post) vent-inop: machine and proximal pressure sensors failed). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error code (1007 (post) vent-inop: machine and proximal pressure sensors failed) during start up. A philips field service engineer (fse) reported that the device was restarted, and the device displayed the 1007 error code. The fse noted that the device could not be used, and that the data acquisition (da) board was faulty. After replacing the da board, the device was returned to full functionality.